Event description:
Some bluish and metal particles were noted coming off from the amplatx stiff guidewire, while the surgeon was using the ultrasonic pneumatic lithotriptor (boston scientific) during the percutaneous nephrostolithotomy. Diagnosis or reason for use: surgical procedure. Event abated after use stopped or dose reduced: yes.